Event description:
It was reported that the customer bought the product on (B)(6) and came back to complain that the product expiry date is 11/2018. She believes that due to this she now has an infection. The customer has been to the doctors and hospital but not hospitalized as far as we know. Customer returned 8 of the 10 bandages to the pharmacist.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report.